Manufacturer narrative:
(B)(4). Additional information: this condition was confirmed, as a clamp was reported to have been left open. The root cause was determined to be a use error. The label review found the labeling adequate for reported the use error. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the air alarm. The patient was connected at the time of the alarm. The home patient (hp) had left a clamp open on an unused line. The tsr had them cycle the power to get a system error 2367 and then again, to get to "press go to start." The hp would use a manual bag to complete therapy and call his registered nurse in the morning. Proper procedures were reviewed, and there were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.